Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that she had to call ems out to the house due to finding her daughter unresponsive with a low blood glucose value. The patient was treated on the scene with two glucagone injections. She was not taken to the hospital. The patient's blood glucose at the time of incident was 39 mg/dl, which then increased to 65 mg/dl. The mother believed that the insulin pump was over-delivering at night. The daughter ended up in the hospital twice due to low blood glucose. Troubleshooting was initiated for the delivery anomaly. The drive support cap appeared normal. The device settings were correct as well. No magnetic exposure occurred. The insulin pump did not alarm motor position encoder error. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.